Manufacturer narrative:
One cardiomems hospital electronics system was received for investigation. Internal visual inspection of unit¿s rigid antenna revealed the amp connector of the rigid antenna cable was not fully connected to the rigid antenna main stuffed pcb. The unit did not pass all frequencies in signal acquisition test steps accuracy/ noise home and distance home of initial diagnostic test. The unit passed button and signal acquisition test steps of a subsequent diagnostic test after the amp connector of the rigid antenna cable was fully connected to rigid antenna main stuffed pcb inside of the rigid antenna. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Prior to the implant procedure with the patient already on the table with venipuncture, the hospital electronics system was not able to pass the dynamic signal check and the procedure had to be cancelled. Multiple troubleshooting efforts were attempted, however, ultimately the issue could not be resolved. There were no adverse consequences to the patient due to the cancelled procedure and the procedure was rescheduled for (B)(6) 2023.

Event description:
Prior to the implant procedure with the patient already on the table with venipuncture, the hospital electronics system was not able to pass the dynamic signal check and the procedure had to be cancelled. Multiple troubleshooting efforts were attempted, however, ultimately the issue could not be resolved. There were no adverse consequences to the patient due to the cancelled procedure and the procedure was rescheduled for approximately four to five weeks later.